Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review and service history review were completed with no issues noted related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the home choice (hc) displayed a high drain 106 alarm during the final fill. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) checked the program setting and found that the home patient (hp) used a tidal therapy on the final drain. The hp had a total drain of 3067ml. The tidal volume was set for 70% and a ultra filtration (uf) of 10ml. The tsr explained the message. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.